Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Troubleshooting could not be performed us customer changed out all supplies. Additionally, multiple altitude alarms occurred within normal pumping conditions. Customer's blood glucose was 357 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.